Event description:
According to the reporter, during scalp lipoma exeresis surgery, the electric scalpel pen had a technical defect (sparks), causing second degree burn on cervical, scalp and some hair strands. The burned body surface area was approximately 0.5% to 1%, affecting a right lateral strip of the scalp and a small area on the right ear. Cleaned the burned area with 0.9% saline solution and applied an occlusive dressing with aquacel ag (hydrofiber with silver) and crepe bandage. Subsequently, used 1% silver sulfadiazine cream, changing the dressing daily. The non-medtronic brand return electrode plate was located at the back of the left thigh. Photo observation showed first degree burn. The patient was okay, without injuries.

Manufacturer narrative:
Additional information: b5, d3 (MFR name, street 1, MFR city and MFR region), d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection revealed that one of the images showed the pencil enclosed in a plastic bag. No arcing was observed in the photo provided. A burn was noted on the patient's tissue; however, the cause of the burn could not be determined based on the photo sample. It was reported that there was a device related burn or use problem. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the device exhibited arcing or sparking. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: force fx-cs force fx 110v x1 - forcefx-c, serial #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during scalp lipoma exeresis surgery, the electric scalpel pen had a technical defect (sparks), causing slight burn on scalp and some hair strands. The non-medtronic brand return electrode plate was located at the back of the left thigh.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the electric scalpel pen had a technical defect (sparks), causing second degree burn on cervical, scalp and some hair strands. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: confirm proper power settings prior to and during a procedure. Use the lowest power settings that achieve the desired effect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.